Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an error on the integrated electro surgical unit (iesu) generator. The customer was unable to clear the error and replaced the erbe with a third party generator to complete the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system powered on without any errors initially. The procedure was completed robotically with a third party generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure(error on the erbe) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. Heat sink paint is faded. The complaint was not confirmed based on the failure analysis.